Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated one time on (B)(6) 2014 at 13:32:09. Rapid atrial fibrillation (af) and motion artifact contributed to the false detection. A review of the downloaded data indicates that the response buttons were pressed before the event, but not during the treatment sequence that resulted in the inappropriate shock. (B)(6) 2014.

Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device evaluation of electrode belt sn (B)(4) is currently underway. Upon inspection, the rear therapy electrodes (tes) did not deploy gel while the front te did deploy gel. The root cause for this fault is currently underway. The impedance of the treatment defibrillation was within the normal range and there was no evidence of a serious injury. The electrode belt was otherwise able to detect an arrythmia and deliver a defibrillation shock. Device manufacture date: monitor sn (B)(4): 04/04/2013 - reuse electrode belt sn (B)(4): 12/03/2010 - initial use inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf